Manufacturer narrative:
Conclusion: device investigations revealed minor active electrode damage caused by device minute mobility, possibly resulting from electrode movement from its original position. However, according to the available information the device was explanted because the active electrode array migrated partially out of cochlea, as confirmed by post-operative diagnostic imaging. Also, scar tissue and middle ear diseases have been observed, which might have contributed to the electrode displacement. This is a final report.

Event description:
Recipient was implanted in (B)(6) 2017 and a full insertion of the array was reported. Later CT scan showed migration of the electrode array. It was attempted to re-insert the array, however this was not possible: when drilling the mastoid the electrode popped out on the right side, and therefore a re-insertion was not possible. The recipient was re-implanted with a competitor's device for family's choice.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
CT scan showed migration of the electrode. It was attempted to re-insert the array, however this was not possible. The recipient was re-implanted with a new device.